Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 07/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer stated she is having problems with her droplet insulin syringes drawing insulin for her injections. She said the insulin will not go into the needle, as if there is a hole causing the loss of suction. Customer said she has thrown several syringes away because of the problem. Customer was able to achieve the correct dose of insulin using a new syringe. Customer did not suffer any health consequences due to the problem. Customer said she followed the instructions for use included in the box.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name provided in the initial MDR [3014312726-2024-00282]. The previously reported was incorrect. The correct brand name is droplet syringe.